Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated potassium result was fibrin in the imt sensor due to sample integrity issues with a prior sample. Customer reports that prior to this elevated patient result, two other patients samples gave low results for na, k, & cl. This is suggestive of fibrin contamination of the quiklyte(r) integrated multisensor channel. The IFU for the dimension quicklyte integrated multisensor contains extensive pre-analytical sample handling precautions and states: "failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The siemens healthcare diagnostics inc. Technical service center representative directed the customer to replace the imt sensor. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated potassium (k) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was immediately repeated and a lower result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result.